Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, intermittent capture and low, out of range, pacing lead impedance were observed. Lead insulation damage was also noted. The lead was capped and replaced on (B)(6) 2021. The patient's condition was stable.